Event description:
It was reported that during a surgical procedure conducted at the user facility the system was inaccurate. Pre-op the anatomy was identified to be approximately 6-7 degrees varus, and intra-op the system showed the anatomy to approximately 8-9 degrees valgus. The procedure was completed successfully with the use of a stemmed implant, requiring a more lengthy and invasive approach. No adverse consequences were associated with the event; a delay of unknown length was reported.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure conducted at the user facility the system was inaccurate. Pre-op the anatomy was identified to be approximately 6-7 degrees varus, and intra-op the system showed the anatomy to approximately 8-9 degrees valgus. The procedure was completed successfully with the use of a stemmed implant, requiring a more lengthy and invasive approach. No adverse consequences were associated with the event; a delay of unknown length was reported.